Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that her blood glucose has been going higher and higher. Customer has been giving herself a bolus. Customer stated that she went to the hospital earlier because she didn't have insulin. Customer was given an insulin pen. Customer took the insulin from the pen and put it in the reservoir. Customer changed her set and the site location. Customer's blood glucose was 558 mg/dl. Customer stayed on the line and her blood glucose readings were 547 mg/dl, 544 mg/dl, and 552 mg/dl. Customer gave herself a 6.0 unit bolus and her blood glucose was 514 mg/dl at the end of the call. Customer stated that she will go to bed now and check her blood glucose in a couple of hours. Customer was advised to contact her health care professional.